Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty shunting a balloon rupture occurred. The 90% stenosed, moderately tortuous and severely calcified arteriovenous forearm fistula was dilated with a 6.0mmx40mmx40cm 4f sterling balloon catheter. The balloon was first inflated to 12 atmospheres for 60 seconds. During the second inflation, the balloon was inflated to 12 atmospheres and the physician noted a contrast media leakage. The physician removed the device to check and noted that the balloon ruptured. The procedure was completed with another of the same device. The patient condition was noted as good.